Manufacturer narrative:
The device investigation has been completed and the results are as follows: DHR results: the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Returned sample results: the implant was returned but not in the original package. The part was measured and verified to be a hahn tapered implant 7.0 mm x 10 mm (70-1154-imp0020). Complaint investigator measured the critical parameters against dwg 3025808 rev 3.0 from DHR and found no deviation. The returned implant had no defect or non-conformity and the threads were intact. The internal feature was fine. Bone debris was observed from the implant. Root cause: "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors to the lack of osseointegration. IFU 3034554 rev 1.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." The IFU also contains the following statement in precaution section: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." Per the reported information, the patient had type iii bone quality. It has been shown that the quality and quantity of bone available at the implant site are very important patient factors, in determining the success of dental implants. It is difficult to obtain implant anchorage in bone that is not very dense. Type iii: thin layer of cortical bone surrounding a core of dense trabecular bone. Therefore, the patient's bone quality may have been a factor in the failed osseointegration of the implant.

Event description:
It was reported that a hahn tapered implant failed to osseointegrate. The patient had no pre-existing medical or dental history prior to implant. The patient has a bone grade iii. The patient presented on (B)(6) 2017 for implant placement on tooth #2. On (B)(6) 2017, the patient returned for follow-up. Upon exam, the provider notes a failure to integrate. It was at that time the device was removed. The provider also noted bone loss. There was no abnormality with the implant.